Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing which led to some pacing inhibition. This inhibition did not result in any adverse events as this patient has their own intrinsic rate. All other measurements were within normal ranges. The device remains implanted to date. No adverse patient effects were reported.